Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h1tuv instrument was broken (no further details). There was no consequence to any pt.